Event description:
It was further reported that post a rotational atherectomy and percutaneous transluminal coronary angioplasty (ptca) procedure, a pt death occurred. Vascular access was obtained through the right femoral artery using a 6fr sheath placed in the right femoral vein. The degree of stenosis was 95% for the left main distal, 99% for the ostial left anterior descending (lad) artery, with an occluded left circumflex at the ostial location. The 70-80% stenosed lesion was located in the calcified proximal segment of the right coronary artery and the 80% stenosed lesion was located in the calcified proximal tibial mid-segment of the right coronary artery. A temporary guide wire was placed followed by a fr4 guide catheter to engage the right coronary artery. Another MFR's guide wire was used to cross the lesion with a 1.5 mm x 9 mm maverick over-the-wire balloon catheter. The physician exchanged the devices for a rotafloppy guide wire, and began doing the rotational atherectomy with a 1.75 mm burr. The burr went through the proximal segment of the right coronary artery, but stalled in the mid segment. Attempts to pull back the burr were unsuccessful. A second guide wire was advanced with a second 1.5mm x 15 mm maverick rx balloon catheter in attempt to disengage the rotaburr, but the attempts failed, and the rotablator burr was retained in the right coronary artery. The event was discussed with cardio thoracic (CT) surgery, and the pt was referred for surgical intervention. The physician stated that there was still timi iii flow throughout the rca system with no chest pain. The procedure was aborted, and the pt was transferred to the operating room for an emergent re-operative sternotomy. The physician identified the right coronary artery distally. The physician was unable to palpate or see through the vessel where the burr was lodged. The physician localized the location of the burr which was essentially just a little distal to the takeoff of the acute marginal. It was noted that at this point, the right coronary flow was established to the bypass graft. The physician then proceeded to open the vessel at the hugely calcified portion, and attempted to grasp and withdraw the rotablator burr. Withdrawal attempts were unsuccessful because the rotablator burr was lodged into the calcium fairly well. The physician proceeded to deliver an endarterectomy portion of the proximal aspect of the calcified plaque, delivery was successful and a very large inflow was obtained. The physician reported having reservations, due to antegrade flow that would lift the plaque and cause a dissection, or that if he endarterectomized it distally, he would jeopardize the distal anastomosis which he felt was quite good. The physician was able to probe with a 1.5 mm probe to this arteriotomy into the acute marginal and felt that this should remain perfused. It was noted that upon withdrawing the wire, and the residual rotablator burr, after it was transected, there was transient hypotension and the left-sided septal and lateral hypokinesis. The chemical resuscitation was improved very quickly. The physician supposition was that there were some air bubbles that were not drained upon trying to deliver the rotablator and the wire. The pt was transported to the cardiovascular care unit (cvcu) in stable condition having tolerated the procedure. The pt's prognosis two days later was reported as "grave," the pt was neurologically unresponsive to verbal or pain stimuli with minimally responsive eyes pinpoint. Three days later, the pt's prognosis was reported as "grim" and comfort care was recommended by the physician. On the fourth day, the monitor showed a systole for 2 minutes with no audible/palpable heart tones, pulses and no rise and fall of the chest. The pt had no respiration and no blood pressure noted and the pt was pronounced dead.

Manufacturer narrative:
The complainant indicated that the rotawire guide wire will not be returned for eval; therefore, a failure analysis of the device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.